Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 13 malfunction events(s), where it was reported the devices experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results): 1 device: chassis/frame / device migration. 3 devices: chassis/frame / mechanical problem identified. 3 devices: chassis/frame / wear problem. 1 device: post / mechanical problem identified. 1 device: screw / device migration. 1 device: pad / wear problem. 1 device: controller / mechanical problem identified. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results): 1 device: pin / device migration. 1 device is pending evaluation. Evaluation results findings (components/results): 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.